Event description:
Related manufacturer report number: 1627487-2022-03269. It was reported that the patient's extensions were reimplanted on (B)(6) 2022 due to fear of an infection.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.